Manufacturer narrative:
Product ID 37085-95, serial # (B)(4), product type extension; product ID 37085-60, serial # (B)(4), product type extension; product ID 3387s-40, lot # v680739, product type lead; product ID 3387s-40, lot # v680739, product type lead. (B)(4).

Event description:
It was reported that the patient "blacked out" on (B)(6) 2012 and was admitted to the hospital. The patient was reported as experiencing tingling. It was also reported that two weeks prior to the event, the patient experienced problems with balance and voice. It was noted that after an adjustment, the patient reported everything as being "fine." The patient would follow up with his health care provider. Additional information was requested, but was not available at the time of this report. Any additional information received would be included in a supplementary report.